Manufacturer narrative:
This supplemental report is being submitted to provide legal manufacturer¿s investigation. Please also refer to section : h4 (manufacturing date)- corrected- the correct date is 9/19/2016 and not 09/01/2016. The device was returned to olympus for evaluation and the customer's allegation was not confirmed. Based on investigation, the root cause of the reported issue cannot be determined a review of the device history record found no deviations that could have caused or contributed to the reported issue. As per instructions for use (IFU), it states: 7.1 inspection caution risk of image loss do not touch the electrical contacts inside the video connector. Inspecting the video connector ¿ check that the electrical contacts are dry and clean. ¿ check that the electrical contacts are not damaged. Chapter 8.2 procedure warning risk of burns a malfunction of the video telescope can cause image loss and heating of the distal end. If the image is lost constantly, immediately remove the video telescope from the patient. Olympus will continue to monitor the field performance of this device.

Event description:
See h11 for device evaluation.

Event description:
It was reported that during a therapeutic laparoscopic tension-free repair of right oblique inguinal hernia, the subject device screen suddenly went black. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.